Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 a 2.25x28 mm xience sierra stent was implanted. The patient had previously presented with non st elevated myocardial infarction (nstemi). On (B)(6) 2021 the patient was readmitted for unspecified circulatory and respiratory symptoms. Treatment was unspecified and the final patient outcome is unknown. No additional information was provided.